Manufacturer narrative:
Date of event: (B)(6) 2021. 26feb2021.

Event description:
It was reported that the ventilator had a noise from the blower. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced blower. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.